Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during preparation for procedure, the subject device had error e226 (communication error). There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. The video cable was broken and error e218 was displayed. Additionally, it was noted that the fibre bonding in the outer tube area (distal end) was damaged. A definitive root cause of the reported issue could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.